Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Reference number (B)(4) event occurred in the united states. The patient mother reported that the patient experienced infusion set tubing snapped off and it was twisting on (B)(6) 2024. No further information was available.